Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for high blood glucose levels with a reading of 415 mg/dl. The customer stated that the high blood glucose levels were caused by bent cannulas. Troubleshooting was performed and the insulin pump was programmed correctly. Found motor error, off no power and no delivery alarms in the alarm history. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.